Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and shifted end cap sticker. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 420 mg/dl. Customer also indicated that insulin would squirt out during priming and that pump is not responding to the high blood glucose level. Blood glucose at time of call was 260 mg/dl. Troubleshooting found that the customer's drive support cap was damaged and customer stated that they received a motor error alarm that they were able to clear. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.